Event description:
It was reported that, components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.